Event description:
Boston scientific received information that information that this device declared end of life (eol) due to high, out of range charge times for the device voltage level. Additionally, the estimated longevity for this device is 7.8 years, however was implanted for less than 6 prior to this declaration. A changeout is currently being scheduled, however with current information no remedial action has been taken at this point. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.